Event description:
Customer has been seeing granulomas on patients after the use of the flexor radial sheaths. Customer believes this is do to the hydrophilic coating on the sheaths. The customer has experienced 4 separate occurrences since (B)(6) 2010. All pt required incision and drains which indicated negative culture. (Also reference: 1820334-2011-00523, 1820334-2011-00525; 1820334-2011-00526) from the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Lot # was not provided by the rptr. Catalog #: kcfn-6.0-18-7-4a2.5-hc. Expiration date unk as lot is unk. (B)(4) - skin irritation is address in the IFU. (B)(4) - reaction is addressed in the IFU. The actual complaint device was not returned, only unused product from various lots was returned under reference 1820334-2011-00523. The provided IFU states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powered non-latex based gloves have been reported with the use of this product." Quality control personnel perform an inspection, verifying the lubricity and durability are sufficient for this device. Due to past reports of this nature, we are aware of sterile inflammatory response: however, without a pathological report from the described event. It is difficult to determine with certainty why the failure mode occurred. The skin irritation may be a result of device use in conjunction with latex gloves that without timely medical intervention, may have developed infection. Furthermore, functional testing of product from several lots returned on similar complaints reveals that the coating is prone to shed when subjected to controlled friction conditions. Additionally, risk assessment indicates that with the addition of this complaint, risk reduction activities are recommended and, therefore, corrective action has been initiated. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. A corrective action/preventative action was previously assigned due to prior similar complaints, implemented on (B)(6) 2008 via a change request and was verified effective on (B)(6) 2008. Recently, risk analysis indicates that with the addition of this complaint, risk reduction activities are recommended and, therefore, additional corrective action has been initiated.